Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not pace in the bipolar mode. When the physician changed the mode to unipolar, the patient experienced severe muscle stimulation, and the device was explanted.